Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1(event site state: sg, event site postal code: (B)(6)). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "nvh network connectivity" test for d.00. After the fsca d.00 upgrade, the network export settings were reset and the cardiosave is unable to export data to the philips intellivue ec10 and epic emr system. Than a getinge field service engineer (fse) had adjusted the settings from which the unit was tested to be ok. There was no involvement of the patient.

Event description:
It was reported that after the fsca d.00 update, the cardiosave intra-aortic balloon pump (iabp) unit's the network settings were reset and have to be readjusted for it to connect to the philips intellivue monitoring system and epic emr system. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the fsca d.00 update, the cardiosave intra-aortic balloon pump (iabp) unit's the network settings were reset and have to be readjusted for it to connect to the philips intellivue monitoring system and epic emr system.

Manufacturer narrative:
**UDI related data quality updates only**.